Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that during insertion in anesthesia, the md noticed that the connection between the arrow raulerson syringe and introducer needle was too loose. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complication to the pt as a result of this occurrence.